Event description:
The ncontact cannula with balloon elevator was being used during a cardiac coagulation procedure for posterior heart access, and a tear in the ivc was observed following movement of the cannula. An sternotomy was performed in order to access the tear, which was successfully repaired by suture with no post-op consequences noted and pt stable. Cp bypass and blood transfusion were required during the repair. The physician stated that there was no device malfunction and that pt's physiology and thin tissue condition in the area of the tear may have contributed to the event.

Manufacturer narrative:
The retain sample from lot number cf120901 was evaluated for functionality of the device. The device history record was reviewed, and no anomalies were noted.